Manufacturer narrative:
Correction to field d4. Lot number b3. Date of event, the exact date of the event is unknown, estimated.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, at the beginning of the procedure the fiber showed laser firing in the frontal and not lateral region. The information about the patient and procedure outcome are unknown.

Manufacturer narrative:
B3. Date of event, the exact date of the event is unknown, estimated. The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified a distal circumferential fracture (dcf). The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Functional testing was conducted concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as there was no physical separation identified of the fiber, and the forward firing rate was below the threshold for potential patient harm. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, at the beginning of the procedure the fiber showed laser firing in the frontal and not lateral region. The information about the patient and procedure outcome are unknown.

Manufacturer narrative:
B3. Date of event, the exact date of the event is unknown, estimated.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, at the beginning of the procedure the fiber showed laser firing in the frontal and not lateral region. The information about the patient and procedure outcome are unknown. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event, the exact date of the event is unknown, estimated. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, at the beginning of the procedure the fiber showed laser firing in the frontal and not lateral region. The information about the patient and procedure outcome are unknown.